Manufacturer narrative:
Engineering log review confirmed repeated ¿unable to proceed¿ messages and alert 38 (motor stall) during the fill tubing step, while dry leadscrew runs were successful. Physical inspection of the returned device identified no visible defects in the motor, leadscrew, or fluid path components. The malfunction was confirmed as occurring during priming; however, the specific component-level root cause remains undetermined. No adverse physiological effects, medical intervention, or hospitalization were reported.

Event description:
It was reported that during a supply change on an ilet system paired with a dexcom g7, the user received an ¿unable to proceed¿ message, consistent with a device system alarm during setup. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the alarm was not resolved during the call and no additional device abnormalities were identified. It was concluded that the event involved a malfunction alarm without associated adverse health effects.